Event description:
A malfunction was reported on a pump without any notable events occurring beforehand. There was no information available regarding any impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and to contact support if the issue reappeared.